Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer received an incomplete bolus alert. Reportedly, the customer denied having to interact with the pump screen. During troubleshooting with tandem technical support (cts), the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds). Customer declined further troubleshooting. Customer's blood glucose level was 304 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.